Event description:
Foreign body granulomatous reaction with dense adhesions. A 27 year old man received two sheets of film during a surgical repair of a paraduodenal hernia. A paraduodenal hernia is a congenital abnormality related to variation in peritoneal fixation. The peritoneal defect is located the left of the fourth portion of the duodenum and is related to failure of fusion of the inferior mesentery to the parietal peritoneum. The physician indicated that the standard treatment for the defect is to widen the opening to the hernia sac. The physician indicated that he used three sutures, on at the site of the hernia and two to close the surgical incision. Two sheets of film were applied, one around the aorta at the hernia and one under the midline.